Event description:
Reporter alleged customers' relative obtained a bacterial infection from the blood glucose meter by touching the strip guide containing blood from customers' prior testing. It was stated the relative went to the doctor and received medical treatment reportedly, however, the type was not provided. A request was made for the suspect device and replacement product was sent.